Event description:
Caller reported a malfunction on the pump with a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer will continue using the current pump, and technical support has sent a replacement pump and provided instructions for returning the problematic pump.